Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right atrial lead pacing impedance was too high. The lead was capped and replaced on (B)(6) 2021. Patient was stable.